Event description:
It was reported that the physician was lasing for only a short time, when suddenly the fiber bent or broke to approximately a 45-degree angle near the connector. Small sparks were seen, and lasing was immediately stopped. The fiber was still attached, but the insulation appeared to be stripped away. No broken fiber pieces separated from the device, and there was no injury to the patient or staff.